Event description:
It was reported that during a percutaneous coronary intervention procedure, a dissection occurred. The 70% stenosed target lesion was located in the mid left anterior descending artery (lad). The physician advanced a 2.5x15mm promus stent to the lad, but the device was unable to cross the lesion. A 2.5x12mm quantum maverick balloon was then advanced to the mid lad, and was inflated to 10atms for 30 seconds. The balloon was deflated and removed from the patient, and it was noted that a small dissection had occurred during the inflation of the balloon. The 2.5x15mm promus stent was re-advanced to the lesion and deployed at 12atms for 30 seconds, covering the dissection. The 2.5x12mm quantum maverick balloon was then re-advanced to the stented segment of the lad and two inflations were performed at 16 and 18atms for 10 to 15 seconds each. The procedure was successfully completed with no additional patient complications reported. The patient's current condition is listed as "stable".

Manufacturer narrative:
It is unk whether the balloon was monorail or over-the-wire. The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.